Manufacturer narrative:
H3 other text : third party.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's detachable battery connector was replaced to address the issue. Additionally, the front enclosure, rear enclosure, o2 housing, handle, were replaced due to damage that was not related to the malfunction/issue.